Event description:
It was reported that a patient, with an artificial urinary sphincter (aus) device, was admitted to the hospital for non-related health complications. It was found that the patient experienced urethral erosion related to the aus device after a catheter was placed. The patient underwent a surgical procedure to remove the aus. No further patient complications were reported.